Manufacturer narrative:
Device evaluation: according to the customer, the scissors do not cut. However, as no item was returned, no investigation could be carried out. The most probable root cause of this could be that parts of the blade connection are damaged, which limits or eliminates the cutting action. Due to the age of the product (april 2017), this may also have a negative impact on the material properties. The above conducted investigations did not reaveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. This event is filed under internal complaint (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the doctor was not able to excise the full lesion in the cervix because of the breakage of the instrument. This led her to revert to a d and c (dilation and curettage) so that the lesion could be excised completely. Prolongation of surgery was 30 minutes. Procedure was completed successfully and no negative impact in state of health reported".